Manufacturer narrative:
H6 evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the incorrect bolus is that while the pump was delivering a bolus, the flow rate was restricted and initiated rate reduction, which eventually fell below the main infusion rate or extended past the maximum bolus time; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Event description:
It was reported the pump was giving the incorrect bolus. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information received: serial number (B)(6) was provided.